Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient stated, ¿it¿s burning in my back.¿ the patient reported the hcp stated they ¿should check if it needs a new one.¿ the patient was to follow-up with their hcp. No further complications were reported. Follow-up was conducted.